Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was in a disconnected mode, preventing nurses to remove the critical medications. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-may-2022 to 04- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in a disconnected mode. The technical support specialist reported that the issue could not be reproduced during device¿s inspection. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was in a disconnected mode which prevented nurses from removing the critical medications. The manufacturer tried to reach out to customer for further information. However, no other information was released regarding this event. There were no adverse events or injuries reported based on this event.